Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2013-1222 and legacy identifier (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No malfunction or product defect that would have contributed to reported hyperglycemia and hospital visit.

Event description:
The patient reported on (B)(6) he was hospitalized for hyperglycemia (exact a bg level was reported). At the hospital a bg meter comparison was performed. His pdm read 381 mg/dl vs 280 mg/dl for the hospital's meter. He was release from the hospital on monday ((B)(6)). He did not provided any further information regarding the hospitalization or his treatment.